Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was not notifying her when she was high and giving her the necessary insulin. The customer ended up being hospitalized 3 years ago with diabetic ketoacidosis. The customer¿s blood glucose level was over 600 mg/dl at the time of the incident. The customer was alleging pump under delivery of basals and stopped using the pump. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.